Event description:
It was reported that during a right transcarotid artery revascularization (tcar) procedure, a dissection occurred during initial access with micropuncture kit. The physician could not cross the lesion due to the dissection and elected to abort the procedure. Eight hours post procedure, the patient experienced left-sided hemiparesis. The physician determined the stroke event to be embolic. The patient's symptoms have improved, but the patient had not made a complete recovery. At this time, it is unknown if the reported event is related to procedural issues, patient resistance to medication or a silk road medical device, hence, the event will be reported out of abundance of caution.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. The reported event does not indicate a manufacturing defect and the finished product lot was verified to meet quality requirements and was released for commercial use in accordance with srm procedures. At this time, it is unknown if the reported event is related to procedural issues, patient resistance to medication, or a silk road medical device, hence, the event will be reported out of abundance of caution. Complaints will continue to be reviewed and monitored for trends. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.